Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed no anomalies were found. Performance data collected from the device was received and analyzed. Analysis revealed a power on reset (por) had occurred. The analyst commented critical ram parity error was logged on (B)(6)-2012. Por severity is considered low as device should be able to recover fully after reset.

Event description:
It was reported by company representative that the device experienced electrical reset while in the company vehicle. The device was not implanted. No patient was involved in this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.